Manufacturer narrative:
The technician found the side rail center arm assembly was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2011. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located in the shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).